Event description:
The customer called to report that pt was hospitalized for low bgs. The doctor could not determine the cause of low bgs. It was stated that the pump had missing display. The customer woke up with high bgs, bolused what pt thought was 10u but not sure if it might have been more. The customer was unable to eat. Pt was walking to the airport and lost conscious. Troubleshooting was performed. The pump had missing segments on the time and the units. The customer indicated that the pump had missing segments for approx two weeks. The customer did not remember bumping or dropping the pump.